Manufacturer narrative:
The insulin pump received with intermittent button press due to corroded keypad traces. No button error alarm noted. No ramping numbers noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly.

Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer stated that she was feeling dizzy as well. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found no delivery and button error alarms. The customer also stated that the numbers on the screen had been ramping up on their own. Reviewed the bolus history, and found a bolus that the customer stated she did not program as she was not using the insulin pump at that time. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.